Manufacturer narrative:
Section d10: concomitant products: optetrak hi-flex tibial insert sz 3 9mm (cat# 244-23-09 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the surgeon stated the reason for patient's knee revision was the de-bonding of the tibial tray. Surgeon removed an optetrak tibial tray and insert. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. The devices are not available for evaluation because of biological hazard and the hospital treated it as such.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening. The reported tibial loosening could not be confirmed. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information we're not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.